Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter alleged that the communication alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed alarms associated with normal usage. There was a cs 054 error observed in the pump¿s alarm history. The pump was exercised for 24 hours with no duplicated call service alarms. The pump was opened and no moisture or loose components was observed in the pump.